Manufacturer narrative:
Device evaluation: a 20039e product was not available for investigation of pr (B)(4). However, the customer did not provide the lot number. The feedback provided by the customer states that, "unable to bolus." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set was occluded. The following information was provided by the initial reporter: unable to bolus.

Manufacturer narrative:
Investigation result: eight 20039e samples were received in opened packaging for investigation; no residual fluid was present, and an unknown 3ml syringe was also returned to aid the investigation. The customer did not provide any lot information but reported that they were "unable to bolus." No further information was available to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe, as well as with the returned syringe and in all instances, no occlusion or restriction of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Event description:
No additional information.